Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following a patient's accident, the lead exhibited difficulty sensing and a possible loss of capture. A possible lead dislodgement was suspected. The lead is still in use. No patient complications have been reported as a result of this event.